Manufacturer narrative:
Summarized patient outcomes/complications of mhv-regent were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, malignancy, peripheral vascular disease, cerebral vascular disease, coronary artery disease, atrial fibrillation/flutter, aortic valve stenosis, and aortic valve regurgitation. Some of the complications reported were surgical intervention, cerebrovascular event (stroke), delirium, atrial fibrillation, renal replacement therapy, and paravalvular leak ; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "impact of the barthel index score and prognosis on patients undergoing transcatheter aortic valve replacement and surgical aortic valve replacement", was reviewed. The article presented a retrospective, single center study to examine the relationship between the barthel index (bi) score and postoperative outcomes in patients who underwent transcatheter aortic valve replacement (tavr) and surgical aortic valve replacement (savr). Devices included in this study were sapien xt/3, corevalve evolut r/pro/pro+, cep magna/magna ease, inspiris resilia, trifecta, mitroflow, and sjm regent. The article concluded the bi score at discharge was a significant risk factor for long-term mortality in the savr group, with a cut-off value of 60.0. [The primary and corresponding author was (B)(6) , (B)(6) ) hospital, (B)(6) funae, ise (B)(6) , japan, with corresponding email: (B)(6) ]